Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged there was no report of patient impact. The following information was provided by the initial reporter: rn drew up vaccine with a blunt needle and then placed the bd needle on the syringe to administer vaccine and the needle would not allow draw back or forward. New needle was used with a different lot with success.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged there was no report of patient impact. The following information was provided by the initial reporter: rn drew up vaccine with a blunt needle and then placed the bd needle on the syringe to administer vaccine and the needle would not allow draw back or forward. New needle was used with a different lot with success.